Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 (mg/dl) on (B)(6) 2016. Customer consumed juice to stabilize bg level. Review of pump logs on 05/05/2016 by tandem technical support indicated that the pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.